Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 4574-53 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced episodes of failure to pace. No intervention was required and the ipg remains in use. No patient complications have been reported as a result of this event.